Event description:
It was reported that during a normal device replacement procedure, the right atrial lead was capped due to loss of sensing. Upon connecting the replacement lead into the new pacer, capture anomaly was noted. Both products were removed and not used. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.